Manufacturer narrative:
Nit received with compromised force sensor system alarm during displacement test due to excessive axial play. Unable to verify motor error alarm. Unable to perform displacement test due to compromised force sensor system alarm.

Event description:
Customer reported via phone call that the insulin pump had motor error and compromised force sensor system. The blood glucose at the time of the incident was 97 mg/dl. The device will be returned for analysis.